Event description:
Successful cardiac cath and angioplasty completed. Attempted to use angioseal but it would not deploy. Physician removed device and manual pressure was held at puncture site. Hemostasis obtained without adverse event.